Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 10. H6: results code was updated to 213. H6: conclusions code was updated to 67. The reported device was received for evaluation. The reported medical condition of bone loss was not confirmed. Visual inspection of the as returned product identified signs of wear in the form of residue coating the implant, as well as some damage to the implant body. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed for the reported unknown lb implant, as the lot number associated with the reported product is not available. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown biomet implant was removed due to progressive bone loss at tooth location 28.